Event description:
It was reported that following a left ventricular (lv) lead insertion procedure, both the right atrial (ra) and right ventricular (rv) leads exhibited both increased pacing impedance measurements and higher capture threshold measurements. A few weeks later, the rv lead pacing impedance measurement was found to be out-of-range at 3,000 ohms and loss of capture was noted. The ra lead pacing impedance measurements were still in-range, but the high capture threshold measurements persisted. Diagnostic imaging was performed which confirmed incomplete ra and rv lead insertion into the device header. The physician initially opted for a follow-up in two weeks, but is now considering performing a surgical revision procedure to fully reconnect the leads into the device header. At this time, this procedure has not yet occurred and the system remains implanted. No adverse patient effects were reported.

Event description:
It was reported that following a left ventricular (lv) lead insertion procedure, both the right atrial (ra) and right ventricular (rv) leads exhibited both increased pacing impedance measurements and higher capture threshold measurements. A few weeks later, the rv lead pacing impedance measurement was found to be out-of-range at 3,000 ohms and loss of capture was noted. The ra lead pacing impedance measurements were still in-range, but the high capture threshold measurements persisted. Diagnostic imaging was performed which confirmed incomplete ra and rv lead insertion into the device header. The physician initially opted for a follow-up in two weeks, but is now considering performing a surgical revision procedure to fully reconnect the leads into the device header. Recently, it was stated the patient was seen again in-clinic, but it is unknown if the revision procedure was performed. At this time, the system remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that following a left ventricular (lv) lead insertion procedure, both the right atrial (ra) and right ventricular (rv) leads exhibited both increased pacing impedance measurements and higher capture threshold measurements. A few weeks later, the rv lead pacing impedance measurement was found to be out-of-range at 3,000 ohms and loss of capture was noted. The ra lead pacing impedance measurements were still in-range, but the high capture threshold measurements persisted. Diagnostic imaging was performed which confirmed incomplete ra and rv lead insertion into the device header. The physician initially opted for a follow-up in two weeks, but is now considering performing a surgical revision procedure to fully reconnect the leads into the device header. Recently, a monitoring alert was sent to the clinic due to inappropriate anti-tachycardia pacing (atp) delivery due to over-sensed noisy signals from the rv lead. Additionally, the lv lead began to exhibit high, out-of-range pacing impedance measurements (>3000 ohms) and over-sensing. It was stated that the patient was admitted to hospital due to an unrelated chest infection with pneumonia. The device was interrogated and therapy was programmed off. Once the patient's infection was resolved, the physician performed a surgical revision procedure and the device pocket was opened. Upon inspection, the set screws for all of the leads appeared to not be screwed down appropriately. When the physician corrected this, all lead measurements were stable and in-range. At this time, the system remains implanted and in-service. No additional adverse patient effects were reported.